Manufacturer narrative:
Device details were not available at the time of this report. This report is submitted january 29, 2019.

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported) due to open circuit/short cut of electrodes before dvt. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 30, 2019 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is filed on june 03, 2019.